Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.25 x 28mm stent delivery system was returned for analysis. A visual and tactile examination identified no issues with the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Microscopic examination of the crimped stent found evidence of stent damage a strut lifted and dent at the distal section. The bumper tip showed no signs of distal tip damage and there were no issues noted with the balloon. The undamaged crimped stent outer diameter was measured, and the result was within max crimped stent profile measurement. The device was successfully tracked through a recommended 0.014 guidewire with no issues. No other device issues were identified during returned product analysis. (B)(6).

Event description:
It was reported that removal difficulty occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.25 x 28 synergy drug-eluting stent was advanced to treat the lesion. However, during the procedure, the tip was stuck inside the patient. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was stable post-procedure. It was further reported that, as opposed to the initial report, the stent was difficult to advance onto the guidewire. Additionally, the stent and the guidewire were removed together as a whole.

Manufacturer narrative:
E1: initial reporter address 2: (B)(6). Updated: b5: describe event or problem, and h6: device codes (1).

Event description:
It was reported that removal difficulty occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.25 x 28 synergy drug-eluting stent was advanced to treat the lesion. However, during the procedure, the tip was stuck inside the patient. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was stable post-procedure. It was further reported that, as opposed to the initial report, the stent was difficult to advance onto the guidewire. Additionally, the stent and the guidewire were removed together as a whole.

Manufacturer narrative:
E1: initial reporter address 2: (B)(6).

Event description:
It was reported that removal difficulty occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.25 x 28 synergy drug-eluting stent was advanced to treat the lesion. However, during the procedure, the tip was stuck inside the patient. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was stable post-procedure.